Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07925. It was reported that pericardial effusion occurred. In (B)(6) 2015, a left atrial appendage (laa) closure procedure was successfully performed. A 27mm watchman closure device & delivery system was inserted into the watchman access system. The watchman closure device was deployed in the laa. All release criteria were met per the instructions for use and the watchman closure device was released. After the implantation, the physician noticed a 16mm pericardial effusion behind the right ventricle. The patient was hemodynamically stable although the patient's blood pressure was low (70/50). The physician started a pericardial puncture and aspiration of the pericardial effusion. After successful aspiration with 700ml of blood, the patient was stable and was transferred to the intensive care unit. There were no further patient complications reported and the patient was in a stable condition post-procedure. The patient was discharged three (3) days after the procedure.